Manufacturer narrative:
The event investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Event description:
On 22-jan-2025, intuitive surgical, inc. (Isi) received user facility report: (B)(4) stating: joint between shaft and tip of device disconnected, risk for plastic pieces in patients body, additionally trocar was stuck on device temporarily. The customer reported serious or important medical event. Isi followed up with the customer site and no additional information was provided.